Manufacturer narrative:
Analysis was normal. No anomalies were noted. Review of the device image indicated the reported event of oversensing noise was most likely due to crosstalk from lead repositioning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, upon connecting the right atrial lead to the implantable cardioverter defibrillator (ICD) noise oversensing occurred and led to inappropriate automatic mode switch. The physician exchanged the ICD during procedure on (B)(6) 2020. The patient experienced no adverse consequences.